Manufacturer narrative:
Results: the ruby coil pusher assembly was kinked in multiple locations. The embolization coil was detached from its pusher assembly. Conclusions: evaluation of the returned device revealed that ruby coil¿s pusher assembly was kinked in multiple location. These kinks were likely incidental and may have occurred while packaging the device for returned. The handle mentioned in the complaint was not returned for evaluation. Therefore, the root cause of the reported detachment issue, and the root cause of the inability to remove the pusher assembly from the handle, could not be determined. The embolization coil mentioned in the complaint was not returned for evaluation. Penumbra handles are visually inspected and 100% functionally tested during incoming inspection. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2017-01271.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and ruby coil detachment handles (handles). It was noted that the patient had a tortuous anatomy. During the procedure, the physician experienced difficulty while attempting to detach a ruby coil using a handle. After several attempts using the same handle, the ruby coil was successfully detached; however, the coil pusher assembly became stuck inside the handle and could not be retracted. Therefore, the procedure was completed using additional ruby coils and a new handle. There was no report of an adverse effect to the patient.